Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead, product ID: 3890, lot#: unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a nurse via the manufacturer representative. It was reported that the date of the high impedance and oor was (B)(6) 2018. Contact 2 was 40000 ohms. It was noted that impedance was initially ok when the patient was changed to two leads on (B)(6) 2018. It was unknown what the cause of the high impedance was. The patient required intensity above 10 milliamperes (ma), and oor occurred at 8 ma. The patient was reprogrammed; different pulse width was tried, rate was reduced, and different contacts were tried. The battery was changed to a different model on (B)(6) 2019, and the lead was change to a 1x8 configuration lead. The issue resolved with the new ins and lead. The replaced ins serial number and implant date were provided. Lead lot numbers were not available. The patient's gender and age were provided, and it was noted that the patient weighed 96.6 kilograms.

Event description:
Additional information was received from a nurse via the manufacturer representative. It was reported that the date of the high impedance and oor was (B)(6) 2018. Contact 2 was 40000 ohms. It was noted that impedance was initially ok when the patient was changed to two leads on (B)(6) 2018. It was unknown what the cause of the high impedance was. The patient required intensity above 10 milliamperes (ma), and oor occurred at 8 ma. The patient was reprogrammed; different pulse width was tried, rate was reduced, and different contacts were tried. The battery was changed to a different model on (B)(6) 2019, and the lead was change to a 1x8 configuration lead. The issue resolved with the new ins and lead. The replaced ins serial number and implant date were provided. Lead lot numbers were not available. The patient's gender and age were provided, and it was noted that the patient weighed 96.6 kilograms.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3487a, implanted: 2018-11-26, explanted: 2019-01-19, product type: lead. Product ID: 3890, implanted: 2018-11-26, explanted: 2019-01-19 product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that stimulation was being set up after the device was replaced. One electrode showed high impedance, and the other 3 electrodes were within range. The stimulation was set as bipolar. Out of regulation (oor) message displayed at 9-11mamp. To avoid the oor message the stimulation was reprogrammed using a different pulse width and rate value, but the oor message still displayed. Optimal stimulation could not be reached for the patient to be relieved from the pain. The same results with the previous ins were not achieved with the new ins when using the same settings. No further complications were reported or anticipated.

Event description:
Additional information was received from the manufacturer representative reporting that oor prevented the patient from increasing to desired level.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.